Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity. The hcp reported on a device tracking form that the pt had underwent explantation of the device due to meningitis, which occurred within one month of implant. No further info was available from the reporter.